Event description:
It was reported that the patient with this right atrial lead experienced sepsis. As of this time, this lead remains in service. No additional adverse patient effects were reported.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).